Event description:
This atrial lead is believed to be not functioning. Atrial detection enhancements were programmed "on" as well as dm and atrial storage. The patient will be brought into the clinic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).